Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The caller stated they waited too long to put their insr (recharger) on the ins and charge. The insr showed the ins battery was flashing 50 percent charged and all 8 boxes were shaded. The ins was off and they were able to turn the ins back on and the issue resolved. The shaking stopped and they felt better. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient stated their whole body was shaking and it had started about an hour before the call. The patient stated they tried to use the recharger. Patient stated they had nobody to call. Patient stated they did see the lightning bolt in the top left. Patient services tried to have patient use their remote control, patient stated they had no idea what was going on, they only had the remote with the green button. There was an email sent to the patient's rep, and the rep called back into patient services. They had stated that the patient's stimulation was off, and they were able to get the patient's stimulation on. There were no further complications reported.